Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported breakage issues with the 1.5 x 10mm sidecutting bur, medium, straight, item # 00509120200, serial # (B)(4) that austin repatriation centre, (B)(4) experienced on (B)(6) 2021. The information received indicates that during a sagital split osteotomy + teeth extraction involving an (B)(6) year old male weighing (B)(6) kg, the surgical bur snapped intraoperatively while in use by surgeon. The patient was under general anesthesia when incident occurred. The max fax (maxillofacial) surgeon was using the surgical burr on the patient and noted that the tip snapped. Wound exploration was performed, and no evidence of the tip noted. The suction cannister was emptied mid case by circulating nurse and theatre technician to search for the piece. Nothing noted. X-ray was called and intra-op x-ray taken of the surgical site. The x-ray did not show burr tip in patient. They felt the throat pack when it was removed at end of case to see if broken piece could be felt and the second suction cannister was flushed through and emptied. Nothing noted. All avenues explored and peri-op team was aware. Surgeons said they will note in op report and request a second x-ray post op. No further issues and no patient impact or injury noted at time of this report. The whole procedure was successfully completed with an approximately 20 minute delay. The broken bur in question has been discarded this report is being raised on the basis of injury since the fragment, although not found in the patient via x-ray, they cannot produce the piece and its location is unknown.

Manufacturer narrative:
The reported complaint of device breakage and tip falling off is inconclusive. The device is not available for return to conmed for evaluation. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, nor a root cause determined. Should the device in question be returned, an evaluation will be performed, and a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.